Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Initial reporter email address unknown / not provided. PMA/510(k) number k011028 and k013227.

Event description:
It was reported that the implant failed due to a fracture, in addition, the doctor reports an infection on it. The doctor reports that the dental surgical procedure was completed with another implant and that the patient did not suffer any negative impact on his health.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. *d9: device available for evaluation change ¿no' to 'yes'. G3: date received by manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative. An impl tapered scr-v sbm 3.7mm 3.5mm 10mm was returned for investigation. Visual inspection of the as returned product identified worn marking due to usage, bone and a fracture at the collar. No pre-existing conditions were noted on the per. The reported device was location is 47 and was used for approximately 8 years. Device history record (DHR) review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar event and no other complaint was identified. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Review completed utilizing keywords: fracture : implant. February post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did not occur and non-verifiable for infection, however did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.